Manufacturer narrative:
Product complaint # ==>(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: how was the suture tied (square knot or multiple knots one end)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Were there any precipitating patient stress factors for the wound dehiscence? Please describe any medical/surgical intervention required for this post-op suture event of wound dehiscence and bleeding, including dates and results. Please describe the appearance of the suture after the wound dehiscence/bleeding was noted. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What post-op instructions were provided to the patient? Were the post-op instructions followed by the patient? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any adverse consequence associated with the patient?; what is the current status of the patient? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent vaginal delivery on (B)(6) 2024 and suture was used for a first degree perineal laceration. During the process of suturing the perineum with suture, the doctor found that the outer layer of the suture was rough and unable to sew. Fraying suture was also mentioned. The doctor immediately stopped suturing upon discovery and activated new suture. After checking for abnormalities, the operation continued. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the patient was a 26-year-old female who underwent lateral episiotomy in hospital on (B)(6) 2024. The surgeon used (vr917 to perform the perineal tissue sewing in a continuous suturing manner (the specific sewing tissue was unknown). No abnormality was found when the suture was removed from package. During the sewing, the suture was rough. Therefore, a new suture (with specific product information unknown) was immediately replaced for sewing. The subsequent operation went smoothly. Additional information: d4, d9, h3, h4, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One used needle suture piece that pertains to product code vr917. During the visual inspection of the sample, the swage and attachment area was noted as expected. The suture was examined and suture fraying could be observed. This condition causes the suture to feel rough. This product code contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.